Event description:
Per the clinic, the patient underwent revision surgery to excise the excess skin on (B)(6), 2014 due to skin overgrowth. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.